Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was not getting as much pain relief on their right side as they would like so they were going to see their healthcare provider (hcp) about getting it tweaked. This occurred on (B)(6) 2015. Further follow-up is being conducted to determine what the circumstances were that led to the issues and what steps were taken to resolve the issues. If additional information is received, a follow-up report will be sent.